Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.

Event description:
This is a report of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Action taken with dianeal therapies were not reported. The patient experienced and was hospitalized for peritonitis. The cause of peritonitis was said to be the hospital environment. On an unreported date, the patient was treated with injection (inj) vancomycin (1gm/4th day, ip), inj tobraneg (20mg each bag) and cefazolin (250mg each bag). The patient was discharged from the hospital. The patient recovered from this peritonitis event.